Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via telephone call that the insulin pump had alarmed for no delivery over the past two days and the set had to be changed five times. The alarm was resolved with a complete set change. The blood glucose ran as high as 500 mg/dl. The customer treated with a manual injection and the caller declined high blood glucose troubleshooting. The reservoirs will be replaced but not returned for analysis.